Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be implanted in the common bile duct to treat biliary stricture and stones during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2024. During the procedure, the stent was unable to advance through the distal portion of the scope and it came apart inside the scope. The stent was removed with difficulty and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device was provided, and it was observed that the stent was partially deployed, and the tip and the outer sheath were detached.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0501 captures the reportable event of tip detached.